Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they have had a couple bladder infections since having the implant. For the first bladder infection, the patient went to the doctor. No device issue and no further patient complications have been reported as a result of this event.